Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified iliac artery. The 5.0x40mm armada 35 balloon dilatation catheter (bdc) ruptured at an unknown pressure and during removal the bdc became stuck in the introducer. The unspecified guide catheter became broken; therefore, the introducer, guide and balloon were removed as a single unit with great difficulty. It was noted resistance with anatomy was felt during removal of the entire unit. The patient suffered moderate bleeding (dissection). It is unknown if any treatment was provided to treat the moderate bleeding. There were no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The balloon rupture was confirmed. The difficult to remove could not be confirmed being related to circumstances of the procedure and cannot be replicated in a lab environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The reported patient effect of vascular dissection is listed in the armada 35 instructions for use, as a known adverse event. Based on the information provided the cause for reported the balloon rupture, difficult to remove, and subsequent treatments /injury are related to the circumstances of the procedure. It is likely that the balloon ruptured due to interaction with the heavy calcification causing the radial tear. The radial tear would cause an enlarged profile upon retrieval as the balloon would not be in its recovered folded state causing the difficult to remove, and possibly the dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.